Event description:
The patient reported that for approximately 3 weeks their heart beats very fast while walking. The patient further reported that their heart beat "went up to 150" and was "pounding." Follow-up with the clinic determined no further information was available. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.